Event description:
Additional information was received from the patient. It was reported that the patient was experiencing pain at the implant (implanted in (B)(6) 2015) site. It was noted that the patient's hcp could not rotate the leads and said they were stuck. The patient reported the pain almost made her black out. It was noted that the pain is a burning pain at the implant site and felt like she was putting her hand on a hot stove and not being able to remove it. The patient reported that the device flips around constantly and she had to flip it back to stop the pain. It was noted that the patient had been having this pain for the last 6 months or so. It was noted that the burning sensation did not go away if stimulation was turned off. The patient was redirected to their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported since implant she has had debilitating bladder and urethra pain. The patient noted the surgeon cut a pocket that is too big for the unit and it's flipping around and giving her the sensation that it's burning her skin. The patient noted she thinks the surgeon cut too deep. The healthcare professional (hcp) that implanted the patient's device moved to another state. The patient's current hcp was shocked at how low on my left buttock she made the incision and he said it should have been up much higher so it would not move, according to the patient. The patient noted her current hcp also wants to take it out and cut me a 2nd time, but higher and put in a new unit. The patient stated she is terrified. The patient noted it took her close to 12 weeks to recover from the 1st implant. The patient stated in (B)(6) her bladder wasn't working right and she had to go to the ER because they thought her bladder was backing up into her kidneys. She noted she had to get a catheter. The patient noted she had to leave her job because of the debilitating bladder and urethra pain. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components: product ID: 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient reported that her current urologist had to keep reprogramming their unit and the leads were stuck and did not rotate. They were going to have a new one put up higher. It was again stated that the unit kept flipping constantly and the burning pain was so intense that it made her feel like she was going to black out. She also noted that it felt like the unit was going to poke through their butt cheek and push its way out of their body causing a huge hole in their skin

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.